Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One low profile one-piece abutment 4.1mm(d) x 2mm(h) (lpc442u) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using the applicable instructions for use, risk files and other available information. Device history record (DHR) review for the lot (2020011807) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020011807) for similar events (complaint category keywords: functional: loosening) and no other complaint was identified. Therefore, based on the available information, device malfunction and the reported event could not be verified since the product was not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4).

Event description:
It was reported that the low profile abutment was placed in mouth with torque 20ncm, and it was covered with a healing cap. When doctor wanted to upload the abutment with the crown he tried to unscrew the healing cap and the low profile abutment came also together with the healing cap (in block). The doctor replaced the abutment to continue with the procedure.